Event description:
It was reported that the catheter broke. A 2.1mm jetstream xc catheter was selected for an atherectomy procedure in the superficial femoral artery (sfa). The device was used to complete atherectomy. During removal under rex mode, the catheter broke from the pod unit. There were no patient complications reported.